Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # t5f049. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/ batch number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details how device was opened/ removed?

Event description:
It was reported that during a liver transplant the handle got stuck and would not open. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 07/13/2020. D4: batch # t5f049. Device analysis: the analysis results showed that the tx30v device arrived with no apparent damage and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete and the staples met the staple form release criteria. The event could not be confirmed as the device opened and closed without any difficulties noted. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.